Event description:
The patient's pdrn stated that after the patient's treatment, when she opened the cassette door of the cycler, fluid was found. The origin of the leak could not be identified. The patient had no adverse effects from the treatment. The patient was not prescribed antibiotics and their effluent is still clear. The sample was reported to be available for evaluation; however, to date, it has not been returned.

Manufacturer narrative:
We have contacted the initial reporter to request return of the device. To date, this MDR includes all information provided. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. If the sample is returned, a supplemental report will be submitted.